Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: is the lot number of the device available? R. No. What were the indications for surgery? R. Cancer at left colon, procedure: left hemicolectomy. Did the patient receive any preoperative chemotherapy or radiation? R. No. Were there any issues experienced with the device in the initial surgical procedure? R. No. What healthcare professional fired the device and what is his/her experience with the device? R. Advanced. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? R didn't remember. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? R. Yes. Was the device difficult to close? R. No. Was the device difficult to fire? R. No. Did the healthcare professional receive audible & tactile feedback when firing the device? R.yes. Were the donuts inspected? If so, please describe. R. Yes, rings integrus. Was a complete transection of the white breakaway washer visually confirmed? R. Yes. Was a leak test performed? If so, what was the result? R. Yes, negative outcome. What was meant by, ¿anastomosis was partially discontinued¿? In the second intervention it was noticed that a part of the anastomosis had clips only on one side. Were there any issues noted with staple formation? If so, please describe the shape. At the first procedure no issue identified. At the second it was noticed what reported above. What is the current status of the patient? I the patient is fine now.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? What was meant by, ¿anastomosis was partially discontinued¿? Were there any issues noted with staple formation? If so, please describe the shape. What is the current status of the patient?

Event description:
It was reported that the patient was subjected to a left hemicolectomy on (B)(6) 2019. No issue was detected during this primary surgery. The surgeon used a ecs29a during the above procedure. In the following days, the surgeon performed a cat and he noticed a failure in the anastomosis (anastomosis was partially discontinued). It was performed a revision surgery on date (B)(6) 2019: the surgeon resected the previous anastomosis and a new anastomosis was performed always with a ecs29a. The surgeon refers that the patient is now in good conditions.